Event description:
A webform complaint was received in which it was reported, a customer received a "sensor error" message on the adc device. And was unable to obtain readings. As a result, customer experienced a seizure and/or loss of consciousness. And no third-party treatment was reported. No further details were provided. And attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned. A physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The operating system is unknown. So the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the adc device and was unable to obtain readings. As a result, customer experienced a seizure and/or loss of consciousness and no third-party treatment was reported. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. The sensor data was reviewed and a signal low error message along with a drop in glucose and temp values were observed. Watermark was not observed at the sensor base indicating the sensor tail was not properly inserted. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.